Event description:
As reported, the patient had an initial right tsa on (B)(6) 2022. The patient was revised to a reverse shoulder on (B)(6) 2023 due to shoulder instability. During final reduction of reverse implants, the glenoid construct fixation failed due to poor bone quality. The reverse components were then removed and replaced with anatomic hemi components. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. 306-02-08 equinoxe humeral long stem 8mm 215mm 3672963, 320-10-05 equinoxe reverse tray adapter plate tray +5 6895242, 320-15-05 eq rev locking screw a110277, 320-20-00 eq reverse torque defining screw kit a230272, 320-20-26 eq rev compress screw lck cap kit 4.5 x 26mm s407385, 320-20-26 eq rev compress screw lck cap kit 4.5 x 26mm s407384, 320-20-26 eq rev compress screw lck cap kit 4.5 x 26mm a209772, 320-20-42 eq rev compress screw lck cap kit 4.5 x a183542, 320-32-36 expanded glenosphere 36mm for small reverse 7007266, 320-36-00 36mm humeral liner +0 unconstrained a076781.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the instability and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The cause of the patient's shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.